Manufacturer narrative:
The insulin pump was received with blank display; the electronic stack was disassembled and reassembled; monitored for two days with no blank display anomalies noted. The blank display anomaly was isolated to the electronic assembly. Moisture damage was noted on all the electronic assemblies and with corroded motor assembly noted. No unexpected off no power anomalies noted during testing. The insulin pump passed self-test, off no power test and a21 error test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had off no power anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that pump is not responding and not turning on. Customer stated that few batteries were replace and no change. Customer stated that the battery cap was replaced and still no change. The customer insulin pump was replaced.